Manufacturer narrative:
Investigation summary: visual inspection: the driving cap/threaded (part # 03.010.523 lot # l234477) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was not returned. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Manufacturing record evaluation: the driving cap/threaded (part # 03.010.523 lot # l234477) was manufactured at the (B)(4) site on mar 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's relevant to the complaint condition were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l234477) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523, lot: l234477, manufacturing site: (B)(4), release to warehouse date: march 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was inserting a lateral entry femoral recon nail utilizing the driving cap, threaded and the insertion handle during femur fracture. After striking the driving cap with the spiral combination hammer, the driver cap loosened. The surgeon removed the driving cap and discovered that the threaded portion had broken off and remains in the insertion handle. The surgeon continued the case without delay by holding the driving cap in place and using the hammer to complete the nail insertion. The procedure was successfully completed without surgical delay. There were no patient consequences. Concomitant devices reported: radiolucent insertion handle for expert nails/100mm (part# 03.010.486, lot# unknown, quantity# 1) unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1) unknown nails: femoral (part# unknown, lot# unknown, quantity# 1). This is report 1 for 1 (B)(4).